Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event, treatment details, and the patient's recovery status were not reported. On an unreported date, peritoneal dialysis therapy was discontinued due to peritonitis. No additional information is available.